Event description:
It was reported that a vns patient experienced an extended status episode which was atypical for the patient. Good faith attempts were made with physician to obtain further information surrounding this event and the full extent of its believed relationship to vns therapy; however, these attempts went unanswered.